Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was post-operative pain. Patient presented to emergency room on the evening of (B)(6)2023 with reports of pain at thoracic surgical incision site. The patient was admitted to the hospital. Patient has been seen and evaluated by the neurosurgeon that performed this implant. Imaging studies were completed, and per neurosurgeon the lead is in good alignment with no migration and no complications noted. Per neurosurgeon, this appears to be post-operative laminectomy pain. The rep interrogated the scs system. All impedances were within normal limits, connectivity check showed all contacts green. Neurosurgeon requested that the rep turn stimulation off today. Patient did report to rep and neurosurgeon that she is receiving good pain relief in her lower back and right lower extremity from the neurostimulator. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.